Manufacturer narrative:
During failure analysis, no failures were noted, the device functioned according to specification. Preventive maintenance was done, the device was cleaned lubed adjusted and returned to the customer.

Event description:
The core impaction drill was sent for service due to overheating during a procedure. Another device was used to complete the procedure. No adverse event was reported.